Manufacturer narrative:
Event date: exact date unknown, event occurred about a month after the device was implanted. Explant date: procedure happened several years ago, about a month after the device was implanted. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 20090258/21009246.

Event description:
It was reported that the patient underwent a spinal cord stimulator explant procedure due to infection. No further information has been obtained despite good faith efforts.